Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s friend/family member called reporting that the patient¿s pump (implanted in (B)(6) 2022), had to be removed due to spinal meningitis and mrsa (methicillin resistant staphylococcus aureus). Per the reporter, the pump was kept by the or (operating room), but she was wondering what to do with the patient¿s external equipment. She stated that when the pump was implanted in february, the patient had mrsa (see manufacturer¿s report number 3004209178-2022-03972), but ¿the physician did not go through the proper channels on getting rid of the mrsa before the new one was placed, so the mrsa just attacked it again¿. Per the reporter, the patient passed away on (B)(6) 2022. Additional information was received on 13-oct-2022 from the patient¿s pump managing physician¿s office who reported that they only knew that the patient passed as they were told by the family, but they were not told anything about why he passed and suggested contacting the physician who replaced the pump on (B)(6) 2022. Additional information was received on 26-oct-2022 from the office of the physician that replaced the pump. Per the reporter, the patient was not a patient of theirs, but the patient¿s wife had called them to let them know that the patient had been very ill with an infection and died. Per the reporter, they had no further information to provide and suggested contacting the patient¿s pump managing physician.